Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that prior to implant, this patient had pre-existing right bundle branch block (rbbb). During deployment of this transcatheter bioprosthetic valve the patient developed complete heart block (chb). Subsequently it was reported that the chb did not resolve and the patient was implanted with a permanent pacemaker three days after the valve implant. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances such as heart block are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.